Event description:
The customer reported that they are receiving an error in the "dea" mode. We are considering this to be the AED mode. No pt harm occurred.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.